Manufacturer narrative:
H3: product analysis: evaluation determined that the bearing dislodged issue was confirmed and damaged bearing found causing unable to insert bur. It was also noted that minor scratches found on unit, color ring and laser marking were faded. This regulatory report is being submitted due to retrospective review through CAPA (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unable to lock tools and bearing dislodged during testing. It was reported that there was no patient involvement.